Event description:
It was reported that the user rewound the pump while still connected to the infusion set after changing the insulin cartridge, then observed blood visible in the tubing and requested assistance with a site change; the agent provided troubleshooting and education, guided a complete site and cartridge change for a cd infusion set, and insulin delivery resumed. Symptoms included the presence of blood in the infusion tubing without reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included successful restoration of insulin delivery with user education to disconnect from the pump prior to rewinding without hospitalization. Customer care provided guided troubleshooting focused on infusion set handling and pump rewind procedure. Investigation of this case revealed user handling error related to failure to disconnect before rewinding, with no device alarms and no device malfunction identified, and the affected component involved the infusion set and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was use error.